Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. The following allegations have been investigated: vena cava perforation and fear. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant in (B)(6) 2014 via the right femoral vein due to deep vein thrombosis (dvt). The patient alleges vena cava perforation. The patient further alleges fear. (B)(6) 2020, per a report from computed tomography; ¿retrievable ivc filter with its tip at the level of left renal vein and tip of the right renal vein and at the level of lower l1 vertebral body. Four extraluminal struts are seen, the posterior strut abuts the superior endplate of the l3. No evidence of tilt.¿

Event description:
(B)(6) 2020, per a report from computed tomography; ¿the right sided support strut has penetrated 10 mm through the ivc wall. The left sided support strut has penetrated 10 mm through the ivc wall. The posterior support strut has penetrated 9 mm through the ivc wall. The anterior strut is 9 mm through the ivc wall.¿

Manufacturer narrative:
The following fields were updated per additional information received: b5, b6, annex g, annex b, annex c, annex d, and h6. Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.